Event description:
Customer reported via phone call that we have a failed battery test. Customer states that their screen of the insulin pump went blank. The blood glucose reading is 525 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.